Event description:
It was reported that the patient presented to the emergency room with a complaint of chest muscle stimulation. A subsequent chest x-ray found that the right ventricular lead had dislodged. The patient was brought in for a lead revision, where it was observed that the lead helix was unable to be fully retracted due to a tissue clog. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, extra cardiac stimulation, and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix was retracted and clogged with tissue. After the lead was cleaned, the helix was able to extend and retract with torque directly applied to the connector pin. The full helix extension length was measured within specification. Visual and x-ray examinations of the lead did not find any anomalies. Electrical test did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.